Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone of high blood glucose levels. The customer states their blood glucose levels have gone up, due to the medication she is taking. The customer's blood glucose level is 525mg/dl. The customer states the device did not give her the opportunity to calibrate. The customer was advised on calibration methods. Nothing is being returned or replaced at this time.